Event description:
Emergency department personnel responded to a patient brought to the hospital by paramedics. The patient was already connected to paramedic's defibrillator/monitor/pacemaker with disposable noninvasive electrodes. The electrodes were removed and replaced with pacing/defibrillation/ECG electrodes to continue pacing with the ed's device and adapter. According to the reporter, when the operator attempted to increase pacing, the pacer shut off. The basis for this opinion was not reported. The patient was re-connected to the paramedic's device and paced. No adverse affects to the patient were reported as a result of the alleged malfunction.